Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tunnel would not expand while using the hemopro device. The insufflation machine was functioning properly and the line was checked in a bucket of saline. A replacement device was used to complete the procedure. The hospital did not report any patient effects.